Event description:
The patient experienced shocking/jolting/pinching sensations and the stimulation was in the wrong location. There was no known accident or incident related to the event. The implantable neurostimulator (ins) pocket was painful and the patient stated "the leads are protruding out of my back". The device system was explanted at the patient's request. The patient felt that "the device does not work and is causing pain". Per the physician, it was unknown whether the event was related to the implanted devices. The patient was reported as "no injury".